Event description:
The patient reported that the down arrow button was requiring multiple presses to obtain a response. The patient reported that the ok button symbol was worn. The patient reportedly wore the pump in a pocket and cleaned the pump with water, a cloth, and a toothbrush.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The ok keypad symbol was found to be worn. Evaluation revealed that the up arrow and down arrow keypad buttons required multiple button presses and excessive force in order to elicit a response. All of the other keypad buttons were responding to button presses. The keypad cover was removed and the key contacts were found to be inverted. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The screen was replaced in the pump and the display screen illuminated to normal contrast.